Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; (B)(4) applies to both recharger (serial# (B)(4) and implantable neurostimulator (serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that desktop charger connector pin was broken. Additional information was received from patient stating that they have not received the replacement and was concerned that their ins would not charge because it had been depleted and was dead. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: recharger serial number was corrected from (B)(4) to (B)(4). Analysis of the recharger (serial # (B)(4)) revealed broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.